Event description:
It was reported to philips that the geometry movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that geometry movements were unavailable. Rse checked the system and found that possibly power issue to table / stand. Rse suspected that geo io box/pdm fault and requested onsite support. Upon troubleshooting, the philips field service engineer (fse) found that geometry not available, geo io supply was dropping out after 10 mins. Fse replaced geo io, but issue persists. Fse found that amc drive 2 in clea stand not powering on. To resolve the issue, fse replaced amc triple servo drive. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.